Manufacturer narrative:
Evaluation summary: complaint history and cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a faulty lens was not implanted. Additional information was provided that during a cataract extraction/intraocular lens (iol) implant procedure, the cartridge end split open as the lens advanced. According to the surgeon, the performance of the device did not cause or contribute to a serious patient injury as surgeon alerted to the potential problem as it did feel right on loading. It was tight.